Manufacturer narrative:
The investigation performed on the data log pointed out that the root cause is a residual software bug already known.

Manufacturer narrative:
The device ro15047 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. No code available' was selected as there was a delay greater than 30 minutes on the surgery due to this event.

Event description:
It was reported that it was not possible to load the patient folder once imported from the planning station to the device. Surgeon finally imported only the CT, then registered the frame and finally entered the leksell coordinates from the planning. Surgeon and was able to complete successfully the case.